Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose was 459 mg/dl at the time of the incident and current blood glucose was 116 mg/dl. The customer¿s blood glucose was over 400 mg/dl. The customer was treated with injection. It was reported that the customer had insulin flow block alarm and nothing was working and they changed the set. The troubleshooting was performed and was advised to manually push plunger to see if insulin exits the tubing. Customer stated that the insulin exited the tubing. The customer does not allege pump was under delivering. The customer was advised if they have concerns their pump may not have detected an occlusion we can test this alarm using a tubing clamp. The insulin pump will not be returned for analysis.